Event description:
New information notes that programming changes were made. Patient was stable. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient's implantable cardioverter defibrillator was exhibiting ventricular oversensing. Qrs complexes occasionally double counted. Programming changes were discussed but not made as of yet. Further information was requested but not received.